Manufacturer narrative:
The customer followed up with the service engineer (se), and reported that the power management board was replaced, but the issue was not resolved. The customer reported that the motor controller (mc) board was swapped with a different v60 ventilator, and the issue was resolved. The customer was provided with the part number for a replacement mc board. Investigation ongoing / resolution pending.

Manufacturer narrative:
Additional parts (power management board, data acquisition board, blower assembly, flow sensor assembly) were ordered under the servicemax record; however, no further details were provided regarding the reason for the order. Additional details were were requested from the biomedical engineer; however no response. Has been provided. It could not be confirmed if the parts were ordered for the alleged malfunction. In the event that new information is provided, the complaint will be updated to document the new information.

Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator displayed multiple error messages (1117 - 3.3 v supply failed, 1118, - 5 v supply failed. 111b - 35 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's 60 ventilator displayed multiple error messages (1117 - 3.3 v supply failed, 1118, - 5 v supply failed. 111b - 35 v supply failed). It was confirmed that the codes were observed in the significant event log. The customer reported that the power supply for the 35 volt, and 3.3 volt had zero reading. The rse advised the bme to replace the power management (pm) board. The rse provided the part number for replacement. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the motor control board was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.